Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report possible broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, "sensor wire appeared shorter than usual." Patient detached transmitter prior to sensor pod removal against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.